Event description:
Baxter vital sign monitor machine caught fire and exploded destroying the equipment and burning part of a table in the empty and unattended room during the night. Metal fragments were found to be embedded in the wall across the room due to the explosion. It was determined that this occurred due to the battery pack in the equipment. The battery was made by partssource and the vital sign machine recognizes both the baxter battery and the partssource battery. The partssource battery was installed on (B)(6) 2023 and all preventative maintenance was up to date. I have an image of the product before and after but cannot upload a pdf to provide to you. If you would like the information please contact me at (B)(6) so that I can share the information.